Event description:
It was reported that the patient presented to the intensive care unit after an unrelated surgical procedure. Upon device interrogation, it was discovered that the right atrial lead exhibited failure to capture and increased capture threshold. Diminished atrial sensing was also noted. It was suspected that the lead was dislocated or damaged during the procedure. No interventions were made. The patient was recovering.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2022. There were no adverse patient consequences reported.